Event description:
It was reported that the unit needed a battery replaced. The customer had not used this monitor in a while and they went to use it, the battery just melted. The battery has been changed with that of another monitor and it is working fine. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.